Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2014-03700, 1225714-2014-03701 and 1225714-2014-03702.

Event description:
The plaintiffs attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010 after the use of the product.